Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a180104 captures the reportable event of presence of foreign material on the device. Block h11: the returned autotome rx 44 was analyzed, and a visual evaluation noted that the device had evidence of foreign material at several sections in the cutting wire lumen. No other problems with the device were noted. The reported event was confirmed. The product analysis revealed that the device has evidence of foreign material at several sections in the cutting wire lumen. The device presented a corrosion process through the surface of the wire, except for the handle and the distal section. Based on all gathered information, the most probable root cause of this complaint is quality control deficiency. An investigation to address this problem is in progress. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was unpacked. The exact event date was unknown. It was noticed that the inner cannula has sediments and rust. There was no procedure involved and the device was not used in the patient. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was unpacked. The exact event date was unknown. It was noticed that the inner cannula has sediments and rust. There was no procedure involved and the device was not used in the patient. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a180104 captures the reportable event of presence of foreign material on the device.